Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down and would not start back up during surgery. An alternate system was used to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming host module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The host module was received and a visual assessment of the returned sample found no nonconformities. The returned host module was installed on a calibrated cataract system hotbed. The system was able to complete the boot-up sequence without issues. The host module functioned as intended. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. The manufacturer internal reference number is: (B)(4).